Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. This failure code occurred two times on the occurrence date. Furthermore, baxter personnel discovered this device's door assembly had a broken latch, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a flo-gard infusion pump with failure code 2 was discovered and confirmed through pump's alarm log, but was not duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.